Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch select meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions the complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2012 at 11am. The patient reported blood glucose readings of "254, 243, and 239 mg/dl" with the subject meter, performed less than 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results meets the expected value of <= 20% and/or <= 20 mg/dl. As part of her diabetes regimen, the patient claimed she is on insulin (type/dose unspecified); however at the time the alleged issue began, the patient denied taking any action regarding her diabetes regimen. On an unspecified date/time, the patient developed symptoms of sweating after the alleged issue began. The mss was unable to verify/confirm whether the patient associated sweating as high or low blood sugar symptoms. In spite of the symptom, the patient denied seeking medical treatment. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly and an approved sample site was used. Replacement products were sent to the patient. Since the mss was unable to verify/confirm whether the patient associated her symptom as high or low blood sugar symptoms, this complaint is being reported because the patient claims she obtained inaccurate erratic reading on the subject meter and reportedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (Strip lot#) information was not provided.